Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump powered up properly after battery installation, no unexpected low battery alarms noted during testing or found at the downloaded insulin pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The insulin pump had keypad overlay texture damage, serial number label fading, serial number label peeling and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had to change several batteries for the insulin pump to turn on. The customer's blood glucose was unknown at the time of incident. The customer called back and stated that the anomaly persisted even with the replacement battery cap. The insulin pump will be replaced. The insulin pump will be returned for analysis.